Event description:
It was reported that the electrodes were not registering an impedance value. This resulted in a 2 hour delay in the procedure. It is unknown if the patient had received any local anesthetic at the time of the delay. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
On (B)(6) 2013 it was confirmed that the patient had already received anesthesia when the delay occurred.

Event description:
It was reported that the electrodes were not registering an impedance value. This resulted in a 2 hour delay in the procedure. It is unknown if the patient had received any local anesthetic at the time of the delay. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.